Manufacturer narrative:
Updated reason for report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported that the ins went from 2.69 to 2.65 v in six days. On (B)(6), the ins was at 2.73 v. The hcp was wondering if it was something to be concerned with. The patient was scheduled for an ins replacement the week after this report and had not reported any therapy change. The patient was programmed at 3.5v, 60 hz, 60 microseconds on the left side and 3.8 v, 60 hz, 60 microseconds on the right side. A longevity calculation found the device should reach elective replacement indicator (eri) in 6.3 years and end of service (eos) in 6.55 years. There was no indication of a short circuit and all impedances were between 859 and 1900 ohms. The hcp did not have a full history of settings. The hcp later reported they discussed it with colleagues and it was indicated that neither had any red flags. It was later reported that the patient did have some breakthrough movements so the settings were adjusted. The patient did not like it, so it was changed back on (B)(6) 2017. It was noted the patient would have surgery on (B)(6) to replace with a rechargeable ins. The patient was implanted for monoclonus dystonia, other deep brain stimulation (dbs) and movement disorders.